Event description:
Procedure performed: laparoscopic lower anterior resection. Event description: the event occurred during treatment of an unknown procedure. It was not reported how the device was being used or what action was being performed when the event occurred. The duck bill seal fell out into patient. The seal was removed. The surgeon resolved the situation by removing the seal from the patient. It was not reported if other instruments were used when the complaint event occurred. It is unknown if there was any clinical impact to the patient as a result of the event. There is no patient injury or illness associated with the complaint event. The patient status is stable. Additional information was received from field team member on october 25, 2023: name of the procedure performed: laparoscopic lower anterior resection. Date of the event: (B)(6) 2023. Seal fell out as grasper was inserted into port. Surgeon was able to retrieve full seal from patient and examined for any fragments missing. Full seal intact. No clinical impact to patient, and surgeon was confident that this has never previously happened, and that patient was stable. Other instrument being used when the complaint event occurred was grasper. Additional information was received from field team member on october 26, 2023: it was confirmed that the seal they are referring to that fell out was indeed from kii trocar from the alexis lap system. Type of intervention: seal removed from patient. Patient status: there is no patient injury or illness associated with the complaint event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.". Correction: device information was corrected in the section d. Suspect medical device.

Event description:
Procedure performed: laparoscopic lower anterior resection. Event description: the event occurred during treatment of an unknown procedure. It was not reported how the device was being used or what action was being performed when the event occurred. The duck bill seal fell out into patient. The seal was removed. The surgeon resolved the situation by removing the seal from the patient. It was not reported if other instruments were used when the complaint event occurred. It is unknown if there was any clinical impact to the patient as a result of the event. There is no patient injury or illness associated with the complaint event. The patient status is stable. Additional information was received from field team member on october 25, 2023: name of the procedure performed: laparoscopic lower anterior resection. Date of the event: (B)(6) 2023. Seal fell out as grasper was inserted into port. Surgeon was able to retrieve full seal from patient and examined for any fragments missing. Full seal intact. No clinical impact to patient, and surgeon was confident that this has never previously happened, and that patient was stable. Other instrument being used when the complaint event occurred was grasper. Additional information was received from field team member on october 26, 2023: it was confirmed that the seal they are referring to that fell out was indeed from kii trocar from the alexis lap system. Type of intervention: seal removed from patient. Patient status: there is no patient injury or illness associated with the complaint event.